Event description:
Customer reported chemo leaked from the IV set while infusing on a patient. No patient or staff harm reported. The location of the leak on the set was not provided. The set was discarded because of chemo contamination. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's report of chemo leaking from the set could not be confirmed because the product was discarded by the customer due to chemo contamination and not returned for evaluation. The root cause of this failure could not be identified.